Event description:
Meter name: one touch profile. Strip name: one touch. Meter code, strip code: 6 on both. Strip storage: correctly. Symptoms: vertigo. A pt reported they were experiencing vertigo. Their meter allegedly read 69mg/dl and dr's meter over 200 mg/dl. Exact difference between the two is unknown. Tests back to back. Treatment was unknown. Checkstrip in range. Control out of range. No further info has been reported.